Event description:
It was reported that a patient underwent a surgical procedure on an unknown date for treatment of stress urinary incontinence and a mesh sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent a cystoscopy and sling procedure for the treatment of stress urinary incontinence on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation due to incontinence and constant leakage. Following insertion, the patient experienced dyspareunia, unable to fully empty bladder, can feel mesh and causes discomfort, mesh eroded into vaginal wall, severe pain when using tampon, sporadic incontinence. (B)(4).